Manufacturer narrative:
6mm/9mm cannulated stepped drill bit (part# 03.037.022, lot# f-17389,) was returned at us cq. Upon visual inspection at cq, it is observed that there were few nicked spots on the distal tip of the drill bit. But no broken features were observed with the returned device. Thus, the complaint is not confirmed. The complaint is not confirmed for 6mm/9mm cannulated stepped drill bit (part# 03.037.022, lot# f-17389) as no broken features were observed with the returned device. While a definitive root cause could not be identified for the worn and nicked tip, it is possible due to the repeated use and service. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> part: 03.037.022. Lot: f-17389. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 27.march 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set at field stocking location (fsl), it was observed that the cannulated stepped drill bit was broken. There was no known patient or hospital involvement. This complaint involves one (1) device. This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).